Manufacturer narrative:
It was reported that the customer purchased the bandages for a surgical wound on his lower back. According to the customer, after using one bandage from the box, he developed a "fire red rash". The end user went to the doctor and was prescribed prednisone, for the rash. No sample was returned for evaluation. Due to the need for medical intervention and in an abundance of caution, this is an MDR reportable event. A root cause was unable to be determined. If additional relevant information becomes available a supplemental MDR will be filed

Event description:
It was reported that the end user was prescribed prednisone for a rash.